Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. The insulin pump had minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a crack in its casing. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and it was confirmed that the device was not dropped or bumped. The drive support cap also appeared normal. The customer did not know how the damage occurred. The insulin pump was returned and replaced.